Event description:
An attempt was made to deploy a 2.5mm diameter x 30mm length sprinter legend rapid exchange (rx) stent to the proximal left anterior descending exhibiting 99% stenosis. The stent did not cross the lesion and on retrieval, the stent strut was observed to be damaged. Another stent of the same size was then successfully deployed to the site resulting in 0% stenosis (pre-dilatation with a 2.5mm diameter x 12mm length at 14 atm, post-dilatation with 2.75mm diameter x 15mm length at 18 atm). Ivus confirmed complete apposition of the stent to the vessel wall. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval results: 99% stenosis at target lesion. Stent deformation. Eval conclusions: 99% stenosis at target lesion.